Manufacturer narrative:
The alb-t tq reagent lot number was 845956 with an expiration date of 31-aug-2026. Sample probe errors were observed on the alarm trace data. Nearly all calibrations were flagged with alarms. The extra wash cycles (ewc) for the sample probe were correctly activated. The reagent probe and sample probe rinse mechanism was adjusted. The customer has had no further issues. The investigation determined the event was due to a combination of incorrect dimensions of the probes, an issue with the rinse levels, and preanalytical handling issues.

Event description:
The initial reporter complained of discrepant results for 1 patient urine sample tested for tina-quant albumin gen.2 - urine application (alb-t tq) on a cobas 6000 c501 module. The initial result from a cup was 2.0 mg/l with a data flag. On (B)(6) 2025, the sample was repeated in a tube, and the result was 227.7 mg/l. The repeat result was believed to be correct.